Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/1/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received, fifteen closed samples that pertain to product code mcp4394h. In the inspection of the returned samples, the samples were tested to verify the dispensability of the sutures, and it was not possible in seven samples, due to the suture being found hard to release from the tray by applying excessive force. In the remaining eight samples, the sutures were dispensed without problems from winding former. As per the sampling plan, a visual inspection was performed on thirteen samples, the swage and attachment area were noted to be as expected. The tip and body of the needles were examined under magnification and no defects, needle breakage, or bending needles were found. In addition, the samples were tested by resistance test to needle and met the requirements. Based on the information currently available, the indispensable suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - could you confirm the number of defective units during this procedure alone? One needle in 2 used in the same procedure. - when did the needle break (in the packaging, when removing the packaging, during handling before use on the patient or during use on the patient)? During use on the patient, the needle bends and breaks (see attached photo). - could you confirm for us when the needle bent? In the packaging or during handling during use on the patient)? It can also bend when you take it out of the packaging because the wire is difficult to get out. - were there any patient consequences following this incident? No. Events reported via: 2210968-2023-07373.

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. During the procedure, several times, the thread remains stuck in its packaging, and the needle bends during use until it breaks. No adverse patient consequences were reported. Additional information was requested.